Event description:
Caller reported an occlusion alarm. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, then resumed insulin delivery. Cts educated the caller about the importance of changing cartridges every 48 hours, which the caller acknowledged.